Event description:
The manufacturer service technician reported that several parts were observed as broken off and missing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.